Manufacturer narrative:
H6: event problem and evaluation codes: updated. No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced a headache and flushing while using the cassettes. The pump also alarmed high pressure. The alarm was confirmed to be due to the kinked tubing and has been resolved. The patient was hospitalized overnight due to the headache and flushing and was found to have low potassium. The reported product fault occurred while in use with the patient. The product issue causes or contributed to patient or clinical injury and had some side effects. No further information was provided.